Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts between the two incisions, and using inappropriate tools have been ruled out. Additionally, improperly closing the surgical site and the patient touching or picking at the wound have been ruled out as potential causes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling and tenderness in their lower leg and ankle with concerns of a blood clot. Additionally, the patient reported their receiver site was slow to heal. Antibiotics were prescribed and an ultrasound and CT scan were performed. The ultrasound and CT scan were negative for a blood clot in the leg, the patient will see a vascular doctor, and they are wearing the device.